Event description:
Patient representative reported "pains and burning did not cease," "capsular contracture [baker grade ii] in both breasts and silicone gel overflow," anxiety, "extra sensitivity to the touch," "tightness in the breast," "benign bilateral calcifications," and "trace amount of posterior peri-implant fluid is seen." "Discomfort when taking bath, red eyes, dry mouth, ringing in the ear," "failure to memory, salty saliva, mouth allergy, among others," "category I and ii nodules were found," "multiple subcentimeter cysts and complicated cysts," "two nodules, one in each breast" was also reported and not device related.

Manufacturer narrative:
Additional/changed and/or corrected data : b.5., b.6., g.2., h.6.

Manufacturer narrative:
The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and product concern.

Event description:
Patient reported unknown side "pain, having recalled breast implants," and "capsular contracture," baker grade unknown. Device remains implanted.